Manufacturer narrative:
A f/u report will be submitted at the completion of our investigation.

Event description:
It was reported by the radiologist that following a percutaneous recheck of a right superficial femoral artery (sfa) occlusion a 6f evolution was deployed in the left femoral arteriotomy. An up and over technique was used for the procedure via a left femoral artery access. The pt was diagnosed with the sfa occlusion (B)(6) 2010 and a tpa infusion and heparin infused over 17 hrs. During deployment, the physician stated that there was no ratcheting sound and he did not feel the usual tension, then the suture broke. No suture was seen by the physician, but some collagen was visible outside of the pt. The anchor remained in the pt. Manual compression was applied for 12 minutes and the pt left the procedure room with foot pulses. The pt will be monitored overnight in the hosp due to this event.